Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the touch panel display repeatedly showed start-up screen (blue screen) and turn-off due to the following reasons. Printed circuit board failed to perform configuration properly and repeatedly rebooted due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an alternation of a blue and black screen due to a defective printed circuit board. There were no customer mishandling or wear and tear defects. The software was updated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis x1 video system center screen blinked after switched off and alternate between blue and black screens. There were no reports of patient harm or impact associated with this event.